Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited exhibited far-r over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The pacemaker was remained implanted. There were no patient consequences reported.